Manufacturer narrative:
Initial report sent to FDA on 04/30/2009.

Event description:
Procedure: gastric bypass. According to the reporter: upon final firing on gastric pouch, the load partially fired approximately half-way. The load was removed and the device was loaded again to resect the staple line that was malformed. Approximately 20 minutes delay in the case.